Event description:
It was reported that a patient reported increased apnea events at night according to his CPAP machine after their output current was increased. The physician decreased settings to previous output current. Day and night programming was also turned on and duty cycle was changed. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's condition has improved since the adjustments in settings to the vns. The patient had a slight improvement when the signal off time was increased at night, and had large improvement when the generator was disabled by the magnet during the night. The patient's night mode settings were further adjusted, with a reduction in signal frequency, signal off time, and autostimulation signal on time. No additional relevant information has been received to date.

Manufacturer narrative:
Date of event: corrected data; initial and supplemental #01 MDR inadvertently submitted incorrect date of event. (B)(4).